Event description:
It was reported that the patient presented to clinic feeling symptomatic when using a cell phone or laptop computer. The patient is atrial sensed and ventricular paced. Lead trend was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.